Manufacturer narrative:
Our product evaluation laboratory received one swan ganz catheter with attached 1.5 cc limited volume syringe. The balloon was found to have ruptured at the distal end of the latex. The product evaluation revealed that the edges of the latex appeared not to match up and some latex appeared to be missing. The balloon latex did not show any sign of latex deterioration. All through lumens were patent without any leakage or occlusion. A device history record review was completed and documented that the device met all specifications upon distribution. The customer report of "balloon of this swan ganz catheter burst" was confirmed and there appeared to be missing latex. An engineering evaluation task was initiated to assess manufacturing-related processes which could be correlated to the complaint. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. It is common clinical practice to check balloon integrity by inflating it to the recommended volume in order to detect any asymmetry or leakage condition before use of the catheter. When there is separation of the balloon or fragments from the pulmonary artery catheter, the retained fragment will embolize to the lungs. Due to the large surface area of the pulmonary vasculature, this is generally well tolerated. Pulmonary complications may result from improper inflation technique. To avoid damage to the pulmonary artery and possible balloon rupture, the balloon should not be inflated above the recommended volume. It unknown if user or procedural factors played a part in this event. (B)(4).

Event description:
As reported, during the balloon verification, before use in the patient, the balloon of this swan ganz catheter burst, while using air for inflation with the provided syringe. There was no patient involved.